Manufacturer narrative:
(B)(4).

Event description:
It was reported that pump therapy was intended to treat the patient's lower back pain. Prior to implant, the patient experienced intractable pain, significant weight loss, as well as difficulty breathing and laying flat. It was noted that two weeks prior to the patient's death, the patient suffered from depleted oxygen levels, and pump therapy was stopped due to the patient being in critical condition at the time.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that there were pump error codes displayed on the programmer upon inquiry during an appointment on (B)(6), and the pump was stopped. The physician opted to stop pump therapy due to the patient's respiratory medical issues unrelated to pump therapy at the time, and left the pump stopped without any troubleshooting attempts. The pump reservoir was emptied of medication and was not refilled. The patient underwent an MRI later the same day, and was put on oral opioid medication. On 9/29/16, it was reported that the patient had passed away two weeks after the (B)(6) 2016 appointment. The exact date and cause of death are unknown. The physician believes the patient's death is not related to pump therapy.